Manufacturer narrative:
17-feb-2022: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via e-mail stated that their oral-b brush head fell off the toothbrush shaft (as if the heads were hallowed out) and the bristles fell off. No injury was reported.

Event description:
Consumer via e-mail stated that their oral-b brush head fell off the toothbrush shaft (as if the heads were hallowed out) and the bristles fell off. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.